Event description:
Per customer: "infused 100ml of physiological with toradol ampouled, replacing it when the infusion in progress. Volume set to 80ml for alarm and flow rate set 200 ml/h. The pump going in air alarm after to infused all volume (without respecting the limit of 80 ml)" reporting due to overdose, though no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and not confirm events described in complaint. The device was received at brèzins for investigation. History data analysis shows that events recorded not matches with complaint reported date (3 june 2022), because no flow rate @ (B)(4) is recorded. On 2 june 2022, a programming @ (B)(4) and vtbi 100 has been done, but end of infusion alarm has been triggered normally after 30 minutes. No air alarm recorded on (B)(6) . In addition, the device was checked and all tests carried out are compliant with IFU specifications (including air detection). For this device, no technical cause can be identified compared to the complaint because nothing has been detected. Therefore, the reported event is not valid. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.